Event description:
In 2009, stryker received a personal injury lawsuit, alleging that following surgery in 2007, a pain pump was affixed to the pt's shoulder and the pt developed glenohumeral chondrolysis, as a result of continued injection of medications into the shoulder. There are no allegations of the product failed to perform as designed or programmed by the physician. Stryker is unable to ascertain whether or not one of its products was actually used and will not be able to obtain the product except within the litigation process, if at all.

Manufacturer narrative:
The 510(k) cannot be identified without info on the device used. There is no alleged failure of the pump design, mechanical, and mfg elements relating to the functionality of the pump have been ruled out. No data presently suggests a direct link between any inherent aspect of feature of the pump and the development of chondrolysis. Although there is no randomized clinical data associated with the use of local anesthetics (with or without epinephrine), and the development of chondrolysis, recent case reports, animal, and in-vitro studies suggest a possible connection. The use of thermal/radiofrequency devices, various dyes and solutions, mechanical injury to cartilage, osmolarity, biodegradable sutures, sub-clinical infection, age, surgical intervention, over tightened joints and various other physician/pt factors have also been reported as potentially contributing to or causing chondrolysis. The etiology of the condition remains unk and believed to be multi-factorial. Current labeling for this product advises about reports of a possible connection between local anesthetics (with or without epinephrine) and chondrolysis in certain circumstances.